Event description:
The patient claimed that the up/down/ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. Patient states that the buttons feel flat and they don't spring-back. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation with the following findings:pump returned with keypad rubber missing.all keys unresponsive due to misaligned contacts.no contamination observed under contacts.pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.